Event description:
Patient to wound care for care, upon obtaining a glove from the box, it was evident that there were 3 holes in the thumb. Procedure- changing a dressing in wound care. Glove not used- saved and reported. No harm to employee or patient. Manufacturer response for examination glove, starmed ultra nitrile. Company states that they could not do anything without a significant volume of gloves with holes per box.